Manufacturer narrative:
No product has been returned for investigation as no product malfunction has been alleged. It is unknown if any nuvasive product contributed to alleged event.

Event description:
On unknown dates between 10/2008 and 03/2017, a patient underwent an extreme lateral interbody fusion procedure at l4-l5 levels. As per reporter, the patient developed ileus due to an intraoperative bowel injury, necessitating laparoscopy and segmental bowel resection.